Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2021-40391. Related manufacturer reference numbers: 2017865-2021-40393. It was reported that the patient presented in clinic for explant procedure due to pocket erosion. The whole system including the pacemaker, the right atrial lead and the right ventricular lead were explanted under fluoroscopy. The patient was discharged same day.